Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent, abdominal pain and diarrhea. The cause of the event was unknown. On the same day as the even onset, the patient was hospitalized for the peritonitis via the emergency room. The patient was treated with tazim (250 mg four times a day; route not reported) and cefazoline (250 mg four times a day; route not reported) for peritonitis. Physioneal and extraneal therapies remained ongoing. Four days after admission, the patient was discharged from the hospital and deemed recovered that same day. The tazim and cefazoline remained ongoing for thirteen more days. No additional information is available.